Manufacturer narrative:
Correction: section a filed.

Event description:
It was reported that, this left ventricular (lv) lead exhibited intermittent loss of capture (loc). This lv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this left ventricular (lv) lead exhibited intermittent loss of capture (loc). This lv lead remains in service. No adverse patient effects were reported.